Event description:
It was reported that signal loss over one hour occurred. On (B)(6) 2023, the patient experienced a signal loss for 3 hours or more. The spouse noticed the patient was confused and diaphoretic. The patient could no longer communicate very well, and he was going in and out of consciousness. The patient was also not able to drink or eat. He was lethargic and the display device showed signal loss the entire night. It was not documented whether the patient was monitoring the blood glucose (bg) by fingerstick during the period of signal loss. The spouse called 911. The spouse tried giving him apple juice, but he was not really taking it in. Emergency medical technicians (emt) came to stabilize her husband. His blood glucose meter was tested when the emt arrived, but it was too low for their meter to identify the reading. He was given IV glucose. The emt left when he was stable. There was no documentation of further medical evaluation or intervention for serious hypoglycemia. At the time of the report, the patient was getting better. A review of the share logs was performed and signal loss was found within the investigation window. The allegation was confirmed. The probable cause was the transmitter and app were unable to establish a connection. No additional patient or event information is available.

Manufacturer narrative:
Cmpl-(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that signal loss over one hour occurred. The product was evaluated. An external visual inspection was performed and passed. Voltage test was performed and passed. Nordic bluetooth pairing test was performed and failed. A review of the share log was performed and signal loss was found within the investigation window. The allegation was confirmed. The probable cause was a defective transmitter. No injury or medical intervention was reported.